Event description:
It was reported that this pacemaker was unable to be interrogated with a consult device. Technical services (ts) was consulted and noted this device has been implanted since 2009. A magnet was placed and no response was elicited. Ts discussed that this device has likely reached end of life (eol) and recommended to follow up with a programmer. No adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable product data has been included in this report.